Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin was leaking on the seal at the top. The customer's blood glucose was unknown at the time of incident. The customer stated that there were moisture on the reservoir compartment. The customer stated that their blood glucose was rising. The customer stated that insulin was still leaking at the time of call. The customer was advised to dry out the moisture. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the reservoir o rings and stopper groves for anomalies none were found. Performed the leak test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 7 series insulin pump, conclusion the reservoir dose not leak.